Event description:
It is reported through the pt's attorney that the pt underwent right total hip replacement in 2002. Post-op, in 2006, an x-ray revealed that the stem had fractured. As a result, next month, the pt's hip was revised where the fractured stem was removed and replaced with a competitor stem.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation summary: pt age, sex, weight, activity level and build are unknown. No engineering analysis could be done with available info. Cause cannot be definitively determined. Evaluation codes: no product or x-rays were returned for evaluation. No lot number was provided; therefore, device history records could not be reviewed.